Manufacturer narrative:
Analysis summary: at analysis the customer comments of "display overheated" and "printer could not print out the report" were not able to be replicated however the event log did have a sensor 1 error and "power supply overheat" indication received from pi connection. The micro processing unit and power supply were replaced. It was additionally noted that the programmer failed its audio loopback and therefore the microphone assembly was replaced. The hard drive was reimaged and the software reloaded, and the device passed its functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display overheated and that the printer could not print out the report. The programmer has not been received into service. There was no patient involvement. It was further reported that the product had been returned to service.